Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned along with a neuroform ez stent. The microcatheter was noted to be broken fractured (cut) at 6.5cm from the proximal end. There was a cut mark also noted to the distal end of the strain relief. It is probable that the device was cut after removal from the patient as it was not documented in the event information. Therefore, an assignable cause of "human factors (handling)" has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the catheter shaft was broken. There was no clinical consequences to the patient.